Manufacturer narrative:
D9. Date returned to mfg: 03-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Screen had scratches and syringe port was cracked. During power up, the reported "error on screen: call for service" was verified by the presence of error code 112. The intermittent motor was identified as the cause of the issue. Replacing the motor corrected the problem, and the cadd ms-3 device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was giving a ¿call for service¿ error every 48 hours on the pump screen. Event occurred during use at the patient's home. Infusion was delivering remodulin (treprostinil), route of administration was subcutaneous, dose, frequency and start date was unknown. There was patient involvement, and no patient harm/adverse event reported.